Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to motor error alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.(B)(4)

Event description:
Customer reported via phone call that the insulin pump has been alarming multiple motor error alarms. The first alarm occurred during regular basal delivery. Customer had gone to the emergency room due to high blood glucose level of over 600 mg/dl. Customer was experiencing kidney pain, nausea and chest pain. Customer reported that the physician stated the insulin pump wasn't delivering enough insulin to the customer. Customer declined hospitalization overnight. Customer was wearing the insulin pump at time of hospitalization. During troubleshooting, customer was assisted in performing insulin pump rewind, the device rewound successfully. Multiple motor error alarms were found in the alarm history. Customer declined to complete the troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will return the device for analysis.